Event description:
Customer states oxygen sensor printed circuit board (pcb) is damaged. No patient involvement.

Manufacturer narrative:
MFR received date: 16 sep 2019. Several attempts were made to obtain further information regarding the device repair information. To date no further details have been received. The service history record was reviewed and no repair information was found. This issue will be reopened if new information received from this customer. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 13june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
Customer states oxygen sensor printed circuit board (pcb) is damaged. No patient involvement.